Manufacturer narrative:
Date sent: 05/27/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during bariatric procedure, some of the staples opened in the tissue after the firing. Another device was used to complete the case. There were no adverse consequences to the patient.